Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.

Manufacturer narrative:
Initial reporter address: (B)(6).